Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated post-operatively completely outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient presented two weeks after implantation to the clinic for the initial activation of the device and no responses were obtained. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented two weeks after implantation to the clinic for the initial activation of the device and no responses were obtained. The review of post-op CT scan, which was taken on the day of activation ((B)(6) 2020) revealed the array was within the middle ear space.